Manufacturer narrative:
Log files returned, pump remains implanted, controller not returned, remains in use. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a loss of power followed by multiple "vad stop, change controller" alarms as well as the inability of the motor to start with two different controllers, on the date of the reported event. The controller ((B)(4)) experienced a loss of power during the timeframe in which three batteries and an ac adapter were exchanged. While the cause of the loss of power cannot be conclusively determined, taking into consideration that multiple power sources were exchanged at the same time, it is likely that the sequence in which the user performed the exchanges caused a double disconnect. Of note, the patient had been implanted 9 days prior to the event. All motor starts leading up to the event show motor impedances around 6000 milliohms, consistent with driveline extension cable in use, so it appears that the driveline extension cable was never removed since implant. It is possible that use of the driveline extension cable while the pump is implanted has some impact on starting performance under some conditions. While the added resistance of approximately 1 ohm of the driveline extension cable would not likely have been high enough to affect the ability of the motor to start; the connection of the driveline extension cable to the controller may have been unstable or incomplete, leading to a partial loss of electrical continuity. The most likely root cause of the reported event is an intermittent connection between the driveline extension cable and the controller. The device is related to the reported event. Heartware has initiated an internal investigation to further evaluate this issue. Previous studies conducted by heartware demonstrated that incorrect driveline extension cable connection to the pump and controller may = create electrical discontinuity and introduce vad disconnect alarms causing pump vibration and high power consumption. It was also observed that the driveline extension connector cover may not allow the user to visualize an incomplete connection between the driveline extension and the controller. Instructions for use (IFU) cautions that the driveline extension cable should only be used during the pre-implant test; it should never be used while the pump is implanted. Applicable risk documentation and experience with similar circumstances were considered; events when the motor does not re-start may be attributed to an intermittent connection between the driveline extension cable, resulting in a partial loss of electrical continuity. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while the patient was in the hospital, a high watt alarm was experienced and the pump stopped. Hospital team tried to change controller to restart with no result. Pump provided no support during almost 20 mins. Patient was intubated and had a cardiac massage. After several attempts with the 2nd controller, the team connected the primary controller and the pump restarted. Log file analysis revealed the occurrence of two high watt alarms and a vad disconnect alarm on the date of implant and multiple vad disconnect alarms on the reported event date.